Manufacturer narrative:
Device codes: 1562 labeled. Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment and the reported peeled coating were able to be confirmed. The reported difficult to remove and device damaged by another device were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the previously implanted xience pro stent resulted in the reported difficulty to remove and the reported device damaged by another device. Manipulation and/or interaction with other devices as the preplaced guide catheter was used to help the guide wire detach from the implanted stent resulted in the noted stretched coils and ultimately resulted in the reported detachment. The noted scratched and peeled teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, returned device analysis identified that the guide wire core was separated 2 cm distal to the center solder. Follow-up with the account confirmed that this damage was also noted after the guide wire was removed from the patient anatomy, when the guide wire was wiped down. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x28mm xience pro is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery and proximal left anterior descending coronary artery, that was 80 - 90% occluded. The ht versaturn guide wire was advanced without resistance and placed in the left circumflex coronary artery to keep the vessel open, as there was a 90 degree angle. A 3.5x28mm xience pro stent delivery system (sds) was then advanced and the stent was deployed in the main vessel [target lesion]. The ht versaturn guide wire was then attempted to be removed from the patient anatomy; however, the physician felt that the distal portion of the guide wire got stuck under the previously implanted xience pro stent. The preplaced guide catheter was used to help the guide wire detach from the implanted stent and assist with the guide wire removal. After the guide wire was removed from the patient anatomy, the guide wire was wiped, and it was noticed that the surface of the guide wire peeled off on the distal end. It was confirmed that none of the peeled coating remained in the patient anatomy. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.